Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse inspected the ion-selective electrode (ise) calibrations, and bleached all lines. Mid-solution was replaced; results passed. The instrument was calibrated several times with no issue. The customer also primed and calibrated the instrument. The fse verified sample syringe and probe; no issues identified. The fse also noticed that the chlorine level was high. The buffer valves were replaced and original electrode re-installed. The fse successfully completed testing. Fse to follow up with the customer. If beckman receives any information that is relevant to the submission, a supplemental MDR will be submitted. In conclusion, the reported event was likely caused by a hardware malfunction. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: anion gap issues. There was no report of death or serious injury.